Event description:
It was reported that pump touchscreen did not respond and screen appeared frozen, preventing customer from interacting with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for a full pump reset, chose to perform reset, and was able to interact with pump screen after reset; no additional actions were documented.